Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The endoscope support specialist (ess) visited the facility and discussed the reprocessing process and scheduled an observation on (B)(6) 2023. During the scheduled observation, a radial probe reprocessing and infection control in-service was performed. The ess also observed manual cleaning and preparation of the scope for eto. The ess covered infection control information referenced in the user manual and reprocessing manual. The customer uses a non-olympus eto sterilization company to sterilize radial probes and it was recommended that the customer contact that manufacturer for its proper use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the ultrasonic probe was leaving oil stains on the sterile pouches. The issue was found after a non-olympus ethylene oxide (eto) sterilization company sterilized the radial probes. There were no reports of patient harm. The related patient identifiers are: (B)(6). This medical device report is for patient identifier (B)(6).